Manufacturer narrative:
Returned device was received in good physical condition but the battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was verified during testing. The issue was found to be worn clutch left and right halves. These parts were worn due to 5 years of use. After replacing these parts, this issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had clutch issues. There was no patient present at the time of the event. There were no reported adverse events.